Event description:
It was reported by the hospital risk manager via a copy of the medwatch report provided to st. Jude medical, that the patient underwent a ptca procedure, during which integrillin was infused at 15 ml/hr in addition to two bolus injections of 8.5ml. A 6f angio-seal was deployed to close the arteriotomy. Immediately following the procedure the patient developed a large retroperitoneal hematoma which encroached on their right ureter. Plavix 300 mg, trental, prinivil and protonix were also listed as concomitant medications. The patient's hemoglobin dropped from 11.7 pre-procedure, to 10.5 following the procedure. The report states that the condition abated after the antiplatelet medications were discontinued. The hospital risk management department has refused to provide sjm with additional information regarding any treatments or interventions which may have been performed for this patient. The patient expired 5 days after the ptca procedure.